Manufacturer narrative:
(B)(4). Physio-control evaluated the device. From the downloaded button log files, it was observed that the device indeed did not deliver a shock once, after the shock button had been pressed. Physio could however not reproduce the reported issue. No discrepancies were observed during extensive testing.  After having confirmed proper device operation through functional and performance testing, the device was returned to the customer. A cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device didn't provide a defibrillation shock after pressing the shock button during a check of the device. There was no patient use associated with the reported event.